Event description:
MDR is being cancelled as it was opened in error.

Manufacturer narrative:
MDR is being cancelled as it was opened in error.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a battery maintenance required alert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.